Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, d10, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the subject product was shipped in accordance with the specifications. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests the most probable cause of the issue of image blackout, was due to a defective printed circuit board within the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the subject scope device had no mage displayed. There was no harm or injury reported.